Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On approximately (B)(6) 2022, a patient was tested at an outside facility on an unknown platform for sars-cov2 which resulted in sars-cov-2 negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from the patient and was run on the xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Sample was processed per the pi. This result was reported to the physician. The customer confirmed the patient was asymptomatic for covid-19 at the time of testing. The customer also confirmed there was no death, injury or deterioration in health related to the discrepancy. Review of the test results noted pcr curves were normal in appearance and sarscov2 value was consistent with target concentration near limit of detection. As per customer, there was no harm to the person tested. The likely root cause is target near limit of detection or near cut off with the determination being a true positive result. Cepheid patient safety board noted to customer that testing of patients that are not suspected of covid-19 is off-label and must be validated for this use. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. On approximately (B)(6) 2022, a patient was tested at an outside facility on an unknown platform for sars-cov2 which resulted in sars-cov-2 negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from the patient and was run on the xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Sample was processed per the pi. This result was reported to the physician. The customer confirmed the patient was asymptomatic for covid-19 at the time of testing. The customer also confirmed there was no death, injury or deterioration in health related to the discrepancy.